Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by (B)(6) on (B)(6) 2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log, as reported by the end user. An abrupt power off can be seen below on event lines 0-4 by the "log_event_on" code without an "log_event_off" code before it: see the event log in the complaint in question. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. Reported issue of abrupt power off was confirmed, the device did not pass the specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was returned on (B)(6) 2024. Detail of the evaluation can be found in section h of this MDR.